Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for cerebral palsy and intractable spasticity. It was reported that the patient's catheter had a leak, and the hcp was doing a revision. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the leak was not determined. The revision was successfully performed and the patient's status was "good". The catheter was discarded. No further issues were reported or anticipated.